Event description:
It was reported that the patient infection with symptoms of drainage, fever, and incisional would opening. Blood cultures were taken but the type of organism cultured was unknown. The patient was admitted to the hospital on (B)(6) 2013 for observation after it reported that pus from the side abdomen wound was seen where the lead component of the implantableneurostimulator (ins) was tunneled. Additional patient symptoms of vomiting and shaking were reported. On admission, the patient was apyrexial, the crp was <(><<)> 5, and no pus was seen or expressed. The event was reported as resolved without sequelae and the patient was discharged from the hospital on (B)(6) 2013 (patient status noted as ¿alive ¿ no injury¿). The event was considered related to the ins procedure. It was also reported that there was no alleged product issue. If additional information is received, a follow up report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 977a290, lot# 0207049044, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported that actions were taken on (B)(6) 2013 which was reported previously had been deleted from the database: ¿bloods and blood cultures taken ¿ blood results within normal parameters and blood cultures negative.¿ the reason for deletion was that it was entered by mistake.

Event description:
Additional information received reported that the start date of the event was (B)(6) 2013. Additional information received reported that the event was related to the procedure. It was noted that the clinical diagnosis was pain over device. It was noted that the patient attended ward with the complaints and was admitted for observation. It was noted that apyrexial, c-reaction protein (crp) <(><<)> 5. It was noted that no pus was seen or expressed by clerking medical staff. It was noted that the patient was not septic so no antibiotics were started. It was noted that the event resulted in in-patient hospitalization. It was noted that actions taken included blood and blood cultures taken. It was noted that the blood results were within normal parameters and blood cultures were negative. It was noted that the patient was admitted to hospital on the (B)(6) until the 5th when he was discharged. It was noted that the wound swab was negative and no growth was reported after 48 hours. It was noted that the outcome was resolved without sequelae.

Manufacturer narrative:
(B)(4).